Event description:
The account alleged the bed has no bed functions.

Manufacturer narrative:
The accounts engineer found the f17, f18 and f5 fuses blown. The engineer replaced the power control module to repair the bed.